Event description:
It was reported that the lead pulled back a few centimeters one day after implant causing high threshold. The device was programmed at 5v/6v at 1.5ms for the life of the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.